Manufacturer narrative:
Occupation: occupation equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to a doctor's office roche meter. The customer could not provide the model information or the strip lot number used with the doctor's meter. This medwatch will cover the unknown strip lot. For information on strip lot 29415123 refer to the medwatch with patient identifier (B)(6). At 2:38 pm the result from the customer's meter was 1.1 inr. At 3 pm the result from the doctor's roche meter was 2.3 inr. The customer's therapeutic range is 2.3 - 2.5 inr. There was no allegation of an adverse event. The customer's current condition was stated to be excellent. The customer does not have hematocrit concerns, is not on any other blood thinners, and does not have antiphospholipid antibodies. The customer's meter and test strips were requested for return. The investigation did not identify a product problem. The cause of the event could not be determined.